Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031292) on 12-sep-2013. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), seizure like phenomena ("seizure like shakes"), loss of consciousness ("blacking out"), seizure ("seizures") and autoimmune disorder ("test threw up marker for autoimmune but didn't test for what/positive for a possible auto immune disorder") in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included parity 5 and endometriosis in 2006. Concurrent conditions included morbid obesity, hypertension since 2010, foggy feeling in head, ovarian disorder, ovarian cyst and paratubal cyst. Concomitant products included aloe ferox latex, ascorbic acid since 2015, biotin since 2017, colecalciferol (vitamin d3) since 2015, dextropropoxyphene napsilate;paracetamol (darvocet-n), fexofenadine hydrochloride (allegra) from 2010 to 2017, pethidine hydrochloride (demerol), prednisone and steroids. On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced seizure like phenomena (seriousness criterion medically significant), vision blurred ("blurred vision"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), loss of consciousness (seriousness criterion medically significant), dizziness ("dizziness"), nausea ("nausea") and blepharospasm ("vision/eye problems type blurry and continuous eye fluttering"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("cramping"), headache ("headaches"), chest pain ("chest pain"), the first episode of back pain ("back pain") and inflammation ("inflammation"), 7 days after insertion of essure. In january 2011, the patient experienced seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and autoimmune disorder (seriousness criterion medically significant). In february 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2011, the patient experienced menorrhagia ("10 day heavy periods with breath taking pain\abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clooting"), lasting 10 days and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clotting"), hot flush ("hot flashes") and menstruation irregular ("irregular cycles, cramping, hot flashes"). In june 2011, the patient experienced cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), pollakiuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"), urinary incontinence ("bladder or urinary problems or changes:leakage\pain\frequent urination") and dysuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"). In august 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In january 2012, the patient experienced allergy to metals ("nickel allergy began having reaction to any jwellery or the button on my pants."). In january 2016, the patient experienced dental caries ("dental problems:tooth decay,gum disease") and gingival disorder ("dental problems:tooth decay,gum disease"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), medical device discomfort ("can feel the coils in my tubes"), erythema ("top of the chest turning red"), vein discolouration ("her palms will have all blue veins just everywhere like they are popping out"), sunburn ("blotchy sun burn"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), dry skin ("severe dry patches that would crack and bleed all over my body") with skin haemorrhage, musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), arthralgia ("hips pain\knees pain"), the second episode of back pain ("back pain"), swelling ("swelling"), abdominal distension ("bloating") and adenomyosis ("adenomyosis"), experienced pain ("10 day heavy periods with breath taking pain"), lasting 10 days and was found to have quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure like phenomena, seizure, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, vision blurred, palpitations, peripheral coldness, loss of consciousness, arthropathy, menorrhagia, pain, medical device discomfort, quality of life decreased, fatigue, erythema, vein discolouration, sunburn, vaginal haemorrhage, abdominal pain lower, hot flush, menstruation irregular, cystitis, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dental caries, allergy to metals, vaginal discharge, weight increased, alopecia, gastrooesophageal reflux disease, blepharospasm, pollakiuria, gingival disorder, urinary incontinence, dysuria, chest pain, inflammation, dry skin, autoimmune disorder, musculoskeletal pain, neck pain, the last episode of back pain and adenomyosis outcome was unknown, the dizziness outcome was unknown and the muscle disorder, arthralgia, swelling and abdominal distension was resolving. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, blepharospasm, chest pain, cystitis, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, headache, hot flush, inflammation, menstruation irregular, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, pollakiuria, seizure, sunburn, swelling, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein discolouration, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: current weight 214lbs. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 4 coils were seen after placement. The patient tolerated the procedure well and left the procedure room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Concerning the injuries reported in this case, the following oones were reported via social media post : sunburn, skin discoloration and erythema and the following events were confirmed in patient¿s medical record : dysmenorrhea, allergies, musculoskeletal, back pain and joint pain and vaginal bleeding. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received: reporters were added. Reporters demographic details were added. Lot number was added. New events added- irregular cycles, cramping, hot flashes, abnormal bleeding (vaginal, menorrhagia) periods would last 10+daysextremely heavy flow and clotting, bladder infections, utis, apareunia (inability to have sexual intercourse), depression, anxiety, test threw up marker for autoimmune but didn't test for what/positive for a possible auto immune disorder, severe dry patches that would crack and bleed, leakage, pain, frequent urination, migraines / headaches, nausea, tooth decay, gum disease, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, blurry and continuous eye fluttering, fatigue, weight gain, acid reflux, hair loss, chest pain, back pain, inflammation, cramping, shoulder pain, neck pain, hips pain knees pain, swelling ,bloating, joint pain, muscles pain and device monitoring procedure not performed were added. Concomitant conditions were added. Concomitants drugs were added. Treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw (B)(4)) on 12-sep-2013. The most recent information was received on 22-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), seizure like phenomena ('seizure like shakes'), loss of consciousness ('blacking out'), seizure ('seizures') and autoimmune disorder ('test threw up marker for autoimmune but didn't test for what/positive for a possible auto immune disorder') in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included endometriosis in 2006 and parity 5. Concurrent conditions included hypertension since 2010, morbid obesity, foggy feeling in head, ovarian disorder, ovarian cyst and paratubal cyst. Concomitant products included aloe ferox latex, ascorbic acid since 2015, biotin since 2017, colecalciferol (vitamin d3) since 2015, dextropropoxyphene napsilate;paracetamol (darvocet-n), fexofenadine hydrochloride (allegra) from 2010 to 2017, pethidine hydrochloride (demerol), prednisone and steroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure like phenomena (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), vision blurred ("blurred vision"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), dizziness ("dizziness"), nausea ("nausea") and eye movement disorder ("vision/eye problems type blurry and continuous eye fluttering"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("cramping"), headache ("headaches"), chest pain ("chest pain"), back pain ("back pain") and inflammation ("inflammation"), 7 days after insertion of essure. In (B)(6) 2011, the patient experienced seizure (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("10 day heavy periods with breath taking pain\abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clooting"), lasting 10 days and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clotting"), hot flush ("hot flashes") and menstruation irregular ("irregular cycles, cramping, hot flashes"). In (B)(6) 2011, the patient experienced cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), pollakiuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"), urinary incontinence ("bladder or urinary problems or changes:leakage\pain\frequent urination") and dysuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy began having reaction to any jwellery or the button on my pants."). In (B)(6) 2016, the patient experienced dental caries ("dental problems:tooth decay,gum disease") and gingival disorder ("dental problems:tooth decay,gum disease"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), medical device discomfort ("can feel the coils in my tubes"), erythema ("top of the chest turning red"), vein discolouration ("her palms will have all blue veins just everywhere like they are popping out"), sunburn ("blotchy sun burn"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), dry skin ("severe dry patches that would crack and bleed all over my body") with skin haemorrhage, musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), arthralgia ("hips pain\knees pain"), swelling ("swelling"), abdominal distension ("bloating") and adenomyosis ("adenomyosis"), experienced pain ("10 day heavy periods with breath taking pain"), lasting 10 days and was found to have quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure like phenomena, seizure, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, loss of consciousness, autoimmune disorder, vision blurred, palpitations, peripheral coldness, arthropathy, menorrhagia, pain, medical device discomfort, quality of life decreased, fatigue, erythema, vein discolouration, sunburn, vaginal haemorrhage, abdominal pain lower, hot flush, menstruation irregular, cystitis, urinary tract infection, depression, anxiety, migraine, headache, nausea, dental caries, allergy to metals, female sexual dysfunction, vaginal discharge, weight increased, alopecia, gastrooesophageal reflux disease, eye movement disorder, pollakiuria, gingival disorder, urinary incontinence, dysuria, chest pain, back pain, inflammation, dry skin, musculoskeletal pain, neck pain and adenomyosis outcome was unknown, the dizziness outcome was unknown and the muscle disorder, arthralgia, swelling and abdominal distension was resolving. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, chest pain, cystitis, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, erythema, eye movement disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, headache, hot flush, inflammation, menstruation irregular, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, pollakiuria, seizure, sunburn, swelling, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein discolouration and weight increased to be related to essure. The reporter commented: current weight 214lbs. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 4 coils were seen after placement. The patient tolerated the procedure well and left the procedure room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Concerning the injuries reported in this case, the following oones were reported via social media post : sunburn, skin discoloration and erythema and the following events were confirmed in patient¿s medical record : dysmenorrhea, allergies, musculoskeletal, back pain and joint pain and vaginal bleeding. Lot number: 774394 manufacture date: 2010-09 ,expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031292) on 12-sep-2013. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), seizure like phenomena ("seizure like shakes") and loss of consciousness ("blacking out") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure like phenomena (seriousness criterion medically significant), vision blurred ("blurred vision"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), loss of consciousness (seriousness criterion medically significant) and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."), fatigue ("fatigue"), erythema ("top of the chest turning red"), skin discolouration ("her palms will have all blue veins just everywhere like they are popping out") and sunburn ("blotchy sun burn"). On an unknown date, the patient experienced hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), menorrhagia ("10 day heavy periods with breath taking pain"), pain ("10 day heavy periods with breath taking pain") and medical device discomfort ("can feel the coils in my tubes"). The patient was treated with ibuprofen and surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, seizure like phenomena, quality of life decreased, fatigue, erythema, skin discolouration and sunburn outcome was unknown and the vision blurred, palpitations, peripheral coldness, loss of consciousness, dizziness, arthropathy, muscle disorder, menorrhagia, pain and medical device discomfort outcome was unknown. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. The reporter considered erythema, fatigue, genital haemorrhage, pelvic pain, skin discolouration and sunburn to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post : sunburn, skin discoloration and eythema" most recent follow-up information incorporated above includes: on 2-feb-2018: social media post received. Reporters added. Events blotchy sun burn, top of the chest turning red, her palms will have all blue veins just everywhere like they are popping out were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031292) on 12-sep-2013. The most recent information was received on 07-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included endometriosis in 2006 and parity 5. Concurrent conditions included hypertension since 2010, morbid obesity, foggy feeling in head, ovarian disorder, ovarian cyst and paratubal cyst. Concomitant products included aloe ferox latex, ascorbic acid since 2015, biotin since 2017, cholecalciferol (vitamin d3) since 2015, dextropropoxyphene napsilate;paracetamol (darvocet-n), fexofenadine hydrochloride (allegra) from 2010 to 2017, pethidine hydrochloride (demerol), prednisone and steroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure like phenomena ("seizure like shakes"), loss of consciousness ("blacking out"), vision blurred ("blurred vision/eye sight issues"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), dizziness ("dizziness"), nausea ("nausea") and eye movement disorder ("vision/eye problems type blurry and continuous eye fluttering"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("cramping"), headache ("headaches"), chest pain ("chest pain"), back pain ("back pain") and inflammation ("inflammation"), 7 days after insertion of essure. In (B)(6) 2011, the patient experienced seizure ("seizures"), autoimmune disorder ("test threw up marker for autoimmune but didn't test for what/positive for a possible auto immune disorder"), dysmenorrhoea ("dysmenorrhea (cramping) / excruciating periods that last from 7 to 10 days") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)" and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("10 day heavy periods with breath taking pain\abnormal bleeding (vaginal, menorrhagia)periods would last 10+days extremely heavy flow and clotting"), lasting 10 days and experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)periods would last 10+days extremely heavy flow and clotting"), hot flush ("hot flashes") and menstruation irregular ("irregular cycles, cramping, hot flashes"). In (B)(6) 2011, the patient experienced cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), pollakiuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"), urinary incontinence ("bladder or urinary problems or changes:leakage\pain\frequent urination") and dysuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy began having reaction to any jewelry or the button on my pants."). In (B)(6) 2016, the patient experienced dental caries ("dental problems:tooth decay,gum disease") and gingival disorder ("dental problems:tooth decay,gum disease"). On an unknown date, the patient experienced genital hemorrhage ("abnormal bleeding"), hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), medical device discomfort ("can feel the coils in my tubes"), erythema ("top of the chest turning red"), vein discolouration ("her palms will have all blue veins just everywhere like they are popping out"), sunburn ("blotchy sun burn"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), dry skin ("severe dry patches that would crack and bleed all over my body") with skin hemorrhage, musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), arthralgia ("hips pain\knees pain"), swelling abdomen ("swelling/abdominal swelling"), bloating ("bloating"), adenomyosis ("adenomyosis"), dyspepsia ("horrible indigestion"), abdominal tenderness ("tender pain in upper abdomen"), cerebrovascular accident ("heart attack or stroke") and myocardial infarction ("heart attack"), experienced pain ("10 day heavy periods with breath taking pain"), lasting 10 days and was found to have quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure like phenomena, seizure, dysmenorrhoea and dyspareunia had resolved, the genital hemorrhage, loss of consciousness, autoimmune disorder, vision blurred, palpitations, peripheral coldness, arthropathy, menorrhagia, pain, medical device discomfort, quality of life decreased, fatigue, erythema, vein discolouration, sunburn, vaginal hemorrhage, abdominal pain lower, hot flush, menstruation irregular, cystitis, urinary tract infection, depression, anxiety, migraine, headache, nausea, dental caries, allergy to metals, female sexual dysfunction, vaginal discharge, alopecia, gastrooesophageal reflux disease, eye movement disorder, pollakiuria, gingival disorder, urinary incontinence, dysuria, chest pain, back pain, inflammation, dry skin, musculoskeletal pain, neck pain, adenomyosis, dyspepsia, abdominal tenderness, cerebrovascular accident and myocardial infarction outcome was unknown, the dizziness outcome was unknown and the muscle disorder, weight increased, arthralgia, swelling abdomen and bloating was resolving. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. The reporter considered abdominal pain lower, abdominal tenderness, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, cerebrovascular accident, chest pain, cystitis, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, erythema, eye movement disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital hemorrhage, gingival disorder, headache, hot flush, inflammation, menstruation irregular, migraine, musculoskeletal pain, myocardial infarction, nausea, neck pain, pelvic pain, pollakiuria, seizure, sunburn, swelling abdomen, urinary incontinence, urinary tract infection, vaginal discharge, vaginal hemorrhage, vein discolouration, weight increased and bloating to be related to essure. The reporter commented: current weight 214lbs. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 4 coils were seen after placement. The patient tolerated the procedure well and left the procedure room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media post : sunburn, skin discoloration and erythema, abdominal swelling and stroke and the following events were confirmed in patient¿s medical record : dysmenorrhea, allergies, musculoskeletal, back pain and joint pain and vaginal bleeding. Lot number: 774394. Manufacture date: 2010-09 ,expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: content from social media received. New events - stroke and heart attack were added, the event swelling nos was updated to abdominal swelling. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031292) on 12-sep-2013. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-s(B)(6) erious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included endometriosis in 2006 and parity 5. Concurrent conditions included hypertension since 2010, morbid obesity, foggy feeling in head, ovarian disorder, ovarian cyst and paratubal cyst. Concomitant products included aloe ferox latex, ascorbic acid since 2015, biotin since 2017, colecalciferol (vitamin d3) since 2015, dextropropoxyphene napsilate;paracetamol (darvocet-n), fexofenadine hydrochloride (allegra) from 2010 to 2017, pethidine hydrochloride (demerol), prednisone and steroids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure like phenomena ("seizure like shakes"), loss of consciousness ("blacking out"), vision blurred ("blurred vision/eye sight issues"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), dizziness ("dizziness"), nausea ("nausea") and eye movement disorder ("vision/eye problems type blurry and continuous eye fluttering"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("cramping"), headache ("headaches"), chest pain ("chest pain"), back pain ("back pain") and inflammation ("inflammation"), 7 days after insertion of essure. In (B)(6) 2011, the patient experienced seizure ("seizures"), autoimmune disorder ("test threw up marker for autoimmune but didn't test for what/positive for a possible auto immune disorder"), dysmenorrhoea ("dysmenorrhea (cramping) / excruciating periods that last from 7 to 10 days") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("10 day heavy periods with breath taking pain\abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clooting"), lasting 10 days and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clotting"), hot flush ("hot flashes") and menstruation irregular ("irregular cycles, cramping, hot flashes"). In (B)(6) 2011, the patient experienced cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), pollakiuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"), urinary incontinence ("bladder or urinary problems or changes:leakage\pain\frequent urination") and dysuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy began having reaction to any jewellery or the button on my pants."). In (B)(6) 2016, the patient experienced dental caries ("dental problems:tooth decay,gum disease") and gingival disorder ("dental problems:tooth decay,gum disease"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), medical device discomfort ("can feel the coils in my tubes"), erythema ("top of the chest turning red"), vein discolouration ("her palms will have all blue veins just everywhere like they are popping out"), sunburn ("blotchy sun burn"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), dry skin ("severe dry patches that would crack and bleed all over my body") with skin haemorrhage, musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), arthralgia ("hips pain\knees pain"), swelling abdomen ("swelling/abdominal swelling"), bloating ("bloating"), adenomyosis ("adenomyosis"), dyspepsia ("horrible indigestion"), abdominal tenderness ("tender pain in upper abdomen"), cerebrovascular accident ("heart attack or stroke") and myocardial infarction ("heart attack"), experienced pain ("10 day heavy periods with breath taking pain"), lasting 10 days and was found to have quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure like phenomena, seizure, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, loss of consciousness, autoimmune disorder, vision blurred, palpitations, peripheral coldness, arthropathy, menorrhagia, pain, medical device discomfort, quality of life decreased, fatigue, erythema, vein discolouration, sunburn, vaginal haemorrhage, abdominal pain lower, hot flush, menstruation irregular, cystitis, urinary tract infection, depression, anxiety, migraine, headache, nausea, dental caries, allergy to metals, female sexual dysfunction, vaginal discharge, alopecia, gastrooesophageal reflux disease, eye movement disorder, pollakiuria, gingival disorder, urinary incontinence, dysuria, chest pain, back pain, inflammation, dry skin, musculoskeletal pain, neck pain, adenomyosis, dyspepsia, abdominal tenderness, cerebrovascular accident and myocardial infarction outcome was unknown, the dizziness outcome was unknown and the muscle disorder, weight increased, arthralgia, swelling abdomen and bloating was resolving. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. The reporter considered abdominal pain lower, abdominal tenderness, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, cerebrovascular accident, chest pain, cystitis, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, erythema, eye movement disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, headache, hot flush, inflammation, menstruation irregular, migraine, musculoskeletal pain, myocardial infarction, nausea, neck pain, pelvic pain, pollakiuria, seizure, sunburn, swelling abdomen, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein discolouration, weight increased and bloating to be related to essure. The reporter commented: current weight 214lbs. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 4 coils were seen after placement. The patient tolerated the procedure well and left the procedure room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Concerning the injuries reported in this case, the following oones were reported via social media post : sunburn, skin discoloration and erythema, abdominal swelling and stroke and the following events were confirmed in patient¿s medical record : dysmenorrhea, allergies, musculoskeletal, back pain and joint pain and vaginal bleeding. Lot number:774394, manufacturing date:2010/09, expiration date:2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031292) on (B)(6)-2013. The most recent information was received on(B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included endometriosis in 2006 and parity 5. Concurrent conditions included hypertension since 2010, morbid obesity, foggy feeling in head, ovarian disorder, ovarian cyst and paratubal cyst. Concomitant products included aloe ferox latex, ascorbic acid since 2015, biotin since 2017, colecalciferol (vitamin d3) since 2015, dextropropoxyphene napsilate;paracetamol (darvocet-n), fexofenadine hydrochloride (allegra) from 2010 to 2017, pethidine hydrochloride (demerol), prednisone and steroids. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced seizure like phenomena ("seizure like shakes"), loss of consciousness ("blacking out"), vision blurred ("blurred vision/eye sight issues"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), dizziness ("dizziness"), nausea ("nausea") and eye movement disorder ("vision/eye problems type blurry and continuous eye fluttering"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("cramping"), headache ("headaches"), chest pain ("chest pain"), back pain ("back pain") and inflammation ("inflammation"), 7 days after insertion of essure. In (B)(6)2011, the patient experienced seizure ("seizures"), autoimmune disorder ("test threw up marker for autoimmune but didn't test for what/positive for a possible auto immune disorder"), dysmenorrhoea ("dysmenorrhea (cramping) / excruciating periods that last from (B)(4) to (B)(4) days") and vaginal discharge ("vaginal discharge"). In february 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety"), anxiety ("psychological or psychiatric problems condition: depression, anxiety"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("10 day heavy periods with breath taking pain\abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clooting"), lasting 10 days and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)periods would last 10+daysextremely heavy flow and clotting"), hot flush ("hot flashes") and menstruation irregular ("irregular cycles, cramping, hot flashes"). In (B)(6)2011, the patient experienced cystitis ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: bladder infections, utis"), pollakiuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"), urinary incontinence ("bladder or urinary problems or changes:leakage\pain\frequent urination") and dysuria ("bladder or urinary problems or changes:leakage\pain\frequent urination"). In (B)(6)2011, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6)2012, the patient experienced allergy to metals ("nickel allergy began having reaction to any jwellery or the button on my pants."). In (B)(6)2016, the patient experienced dental caries ("dental problems:tooth decay,gum disease") and gingival disorder ("dental problems:tooth decay,gum disease"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), medical device discomfort ("can feel the coils in my tubes"), erythema ("top of the chest turning red"), vein discolouration ("her palms will have all blue veins just everywhere like they are popping out"), sunburn ("blotchy sun burn"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), dry skin ("severe dry patches that would crack and bleed all over my body") with skin haemorrhage, musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), arthralgia ("hips pain\knees pain"), swelling ("swelling"), abdominal distension ("bloating"), adenomyosis ("adenomyosis"), dyspepsia ("horrible indigestion") and abdominal pain upper ("tender pain in upper abdomen"), experienced pain ("10 day heavy periods with breath taking pain"), lasting 10 days and was found to have quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, seizure like phenomena, seizure, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, loss of consciousness, autoimmune disorder, vision blurred, palpitations, peripheral coldness, arthropathy, menorrhagia, pain, medical device discomfort, quality of life decreased, fatigue, erythema, vein discolouration, sunburn, vaginal haemorrhage, abdominal pain lower, hot flush, menstruation irregular, cystitis, urinary tract infection, depression, anxiety, migraine, headache, nausea, dental caries, allergy to metals, female sexual dysfunction, vaginal discharge, alopecia, gastrooesophageal reflux disease, eye movement disorder, pollakiuria, gingival disorder, urinary incontinence, dysuria, chest pain, back pain, inflammation, dry skin, musculoskeletal pain, neck pain, adenomyosis, dyspepsia and abdominal pain upper outcome was unknown, the dizziness outcome was unknown and the muscle disorder, weight increased, arthralgia, swelling and abdominal distension was resolving. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, chest pain, cystitis, dental caries, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, erythema, eye movement disorder, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, headache, hot flush, inflammation, menstruation irregular, migraine, musculoskeletal pain, nausea, neck pain, pelvic pain, pollakiuria, seizure, sunburn, swelling, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein discolouration and weight increased to be related to essure. The reporter commented: current weight 214lbs. The essure device was then introduced into the right ostia and 4 coils were seen after placement. The essure device was then introduced into the left ostia and 4 coils were seen after placement. The patient tolerated the procedure well and left the procedure room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Concerning the injuries reported in this case, the following oones were reported via social media post : sunburn, skin discoloration and erythema and the following events were confirmed in patient¿s medical record : dysmenorrhea, allergies, musculoskeletal, back pain and joint pain and vaginal bleeding. Lot number: 774394 manufacture date: 2010-09 ,expiration date: 2013-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: content from social media received. Events tender pain in upper abdomen and horrible indigestion were added. Outcome of the event weight increased updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), seizure like phenomena ("seizure like shakes") and loss of consciousness ("blacking out") in a (B)(6) female patient (gravida -1, para -1) who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure like phenomena (seriousness criterion medically significant), vision blurred ("blurred vision"), palpitations ("heart palpitations"), peripheral coldness ("cold and numbness in my extremities"), loss of consciousness (seriousness criterion medically significant) and dizziness ("dizziness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). On an unknown date, the patient experienced hypoaesthesia ("cold and numbness in my extremities"), arthropathy ("joint and muscle issues"), muscle disorder ("joint and muscle issues"), menorrhagia ("10 day heavy periods with breath taking pain"), pain ("10 day heavy periods with breath taking pain"), medical device discomfort ("can feel the coils in my tubes") and quality of life decreased ("my quality of life was pedestal until I chose these horrible coils and I believe they should be off the market."). The patient was treated with ibuprofen and surgery (to remove the essure). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, seizure like phenomena and fatigue outcome was unknown and the vision blurred, palpitations, peripheral coldness, loss of consciousness, dizziness, arthropathy, muscle disorder, menorrhagia, pain, medical device discomfort and quality of life decreased outcome was unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for arthropathy, dizziness, hypoaesthesia, loss of consciousness, medical device discomfort, menorrhagia, muscle disorder, pain, palpitations, peripheral coldness, quality of life decreased, seizure like phenomena and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was -1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) -2017:follow up from summons received-events abnormal bleeding, fatigue, pain added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.